Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned for analysis. No anomalies were found. It was noted that the helix/lobe was distorted and bent. The helix was stretched during analysis. There was also blood in and on the helix/lobe mechanism. The stylet was stuck in the lead distal coil, so the lead insulation was punctured with a syringe to inject alcohol in an attempt to remove the stylet from the distal coil which was stuck due to dried blood. The attempt was not successful, and the stylet could not be removed. It also appeared that the lead was damaged at implant.

Event description:
It was reported that the lead was placed during implant but had poor sensing and capture. Upon repositioning, the lead's helix would not deploy. The lead was removed from the body and an attempt to deploy the helix on the table was successful. The lead was replaced with another lead. No patient complications have been reported as a result of this event.